Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the wound incision was not healing to the physician¿s standards. The system was removed, and a new system was implanted on the opposite side. There were no signs of erosion or infection. The patient was stable.